Manufacturer narrative:
Tech support suggested to the account to isolate the pendant. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head function ran up unintentionally and the issue is intermittent. A pt was in the bed and was not injured.